Manufacturer narrative:
The device was received for evaluation. During evaluation, ¿the screen not turning on¿ was not able to be reproduced or confirmed. During evaluation, a hub was used and was able to power on the unit, navigate through the screens, and run a loaded set without discrepancies. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump's screen does not turn on. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.